Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -5.50 diopter was implanted into the patient's left eye (os) on (B)(6)2020. Excessive vault and significant reduction of endothelial cell count or significant endothelial cell loss was observed. On (B)(6)2022 the lens was repositioned to vertical orientation and the problem was resolved for vault. "(Ecl) no change from pre-rotation and is being monitored closely. Case reported as unknown. "Could have been peripheral corneal endothelial touch causing damage to cells."